Event description:
A report was received that during the use of a convective warmer during a surgical procedure, the plastic elbow at the end of hose rested on the patient's upper arm. An upper body snuggle warm blanket was in use. It was later noted that the patient's upper arm was reddened. No treatment was given in response to the reddened area which resolved with no intervention.

Manufacturer narrative:
Initial reporter states that the staff has been re-trained to not rest the plastic elbow of the tube on patients during a procedure. The initial reporter states since the training there have been no further observation of erythema. The initial reporter did not know the serial number of the device and does not intend to return product for evaluation.